Event description:
A report was received that the patient underwent an explant procedure due to infection in the ipg site and lead site. Reason for the infection was that the patient is a heavy smoker and incisions would not heal. The patient was administered intravenous antibiotics and fluids were cultured. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.